Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/59 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: complications of implantable cardioverter defibrillator and their potential risk factors in patients with hypert rophic cardiomyopathy. Cardiology research and practice. Volume 2023, article ID 4552100, 7 pages doi: 10.1155/2023/4552100. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding patients with hypertrophic cardiomyopathy (hcm) and implantable cardioverter defibrillator (ICD) implants. The authors described patients who experienced ICD implantation-related complications such as pneumothorax, perforation, upper limb deep vein thrombosis (dvt), and infection. There were patients who experienced inappropriate therapy, but the cause of the inappropriate therapy was unknown. There was one patient whose lead failed, but it is unknown what the lead failure was. The status of the icds and lead is unknown. No additional adverse patient effects or product performance issues were reported.